Event description:
Pt (patient) underwent total knee arthroplasty on (B)(6) 2025. Post-operative x-ray showed a part of the femoral trial implant was seen in the femoral canal as an untoward retained foreign object.